Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. Returned to manufacturer. A review of the device history shows that there were no manufacturing issues that would contribute to the complaint condition. Subject device was received with only the outer sleeve and welded together with the silicon sleeve. The outer sleeve assembly has no visible signs of damage and the laser marking is clear and visible. The outer sleeve assembly flexes freely. The dimensional, functional and material measurements of the outer sleeve assembly are in specification. The inner sleeve assembly was retrieved. Upon re-assembly, the device distracted freely. The complaint condition of sticking and jamming could not be reproduced. Placeholder.

Event description:
It was reported that, during cadaver lab, surgeon activated the curvilinear distractor all at once to the hard stop at the end of the distraction limit. It was not noticed how much torque was placed on the device, but when surgeon attempted to reverse it, the device could not be reverse activated. The extension was removed and at that time it was observed that it had broken at the laser weld joint and the tongs of the extension arm had also broken off. The tongs fell to the floor as the extension was opened and were not recoverable. This is report 1 of 1 for complaint (B)(4).